Manufacturer narrative:
The customer¿s report of a burst in the silicone pumping segment was confirmed. Visual inspection of the set noted breakage at the silicone tubing near the upper pump segment. Closer inspection noticed the breakage had signs that the tubing had burst due to high pressure. The root cause of the customer¿s report was not identified.

Event description:
The reported feedback suggests that there was a connection issue. Line separated at silicone segment during contrast injection. Per customer's follow up e-mail, leakage was seen where the separation occurred.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that there was a connection issue. Line separated at silicone segment during contrast injection. Per customer's follow up e-mail, leakage was seen where the separation occurred.